Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced; however, the balloon delivery shaft was fractured and the device broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 88.8cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced; however, the balloon delivery shaft was fractured and the device broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.